Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated. D9 device return date added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support it was reported that the purge system blocked and tissue plasminogen activator purge added which resolved the issue. There was no reported patient harm.

Manufacturer narrative:
E1 added initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, initial reporter phone, zip code and zip code extension as they were omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The cause of the high purge pressure could not be determined as no product or logs were returned for analysis.

Manufacturer narrative:
This follow up MDR is being submitted to document additional information received from the sales representative, to update explant date, and to report patient outcome. The sales representative confirmed that the tissue plasminogen activator resolved the reported issue, and that they will attempt to obtain the device after removal. Additionally, it reported that the device was explanted and the patient's outcome at the time of explant was survived. At the time of this submission, the device has not yet been returned to the manufacturer and therefore has not been evaluated. A subsequent follow up MDR will be submitted if additional information becomes available following device receipt and evaluation. D6b is being updated to include explant date.